Event description:
It was reported that the customer accidentally pulled out her infusion set. Customer had elevated blood glucose levels (400 mg/dl). The infusion set was successfully replaced and insulin delivery was resumed. Customer was unable to provide infusion set manufacturer.

Manufacturer narrative:
No product returning for evaluation. Show new relevant information become available, a supplemental form will be submitted. The cause of the reported issue was due to a pulled out infusion set tandem does not manufacture infusion sets.